Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
As reported: subject: (B)(6). Perform fracture study. Post-operative complication: 6-month x-rays demonstrated tuberosity migration.

Event description:
As reported: "subject: (B)(6). Perform fracture study. Post-operative complication: 6-month x-rays demonstrated tuberosity migration."

Manufacturer narrative:
The reported event could be confirmed, since x-rays were provided for investigation. A device inspection was not possible since the affected device is still implanted. Since x-rays were provided, the opinion of the medical expert was sought and stated as follows: the event of greater tuberosity migration is confirmed by the x-ray. This type of adverse event is inherent to the character of displaced proximal humeral fractures, bone fragments can lose their vascularity during the trauma, jeopardizing/slowing down fracture healing. Eventually if they do not heal timely, the pull of rotator cuff tendons will pull the fragment away from the implant. Please note that the suture fixation of the greater tuberosity to the stem may vary amongst surgeon depending on several factors (patient and/or surgeon related). There are no signs of any form of device related failure. Based on investigation, the root cause was attributed to patient-related factors. The suture fixation of the greater tuberosity to the stem may vary amongst surgeons depending on several factors. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.